Event description:
It was reported that the system displayed an x-ray disabled error message at boot up, which prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.